Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the returned packaging and device match the batch number for this complaint. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was loosely folded. There were multiple hypotube kinks. The mid-shaft was twisted adjacent to the guidewire exit notch. The hypotube was fractured 30cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the confirmed damage was attributable to any product quality deficiencies. Although it was reported that the device was not used, the presence of blood and contrast media in the guide wire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 15mm x 5.00mm nc quantum apex¿ balloon catheter was selected and a kink was noted in the shaft of the catheter during preparation. The physician tried to straighten the shaft by laying the device on the table however the shaft was broken to more than 15 centimeters from the hub. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 15mm x 5.00mm nc quantum apex balloon catheter was selected and a kink was noted in the shaft of the catheter during preparation. The physician tried to straighten the shaft by laying the device on the table; however, the shaft was broken to more than 15 centimeters from the hub. No patient complications were reported and the patient's status was fine.